Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. Review of the system logs confirmed the reported problem having occurred in the field. Upon visual inspection, the unit¿s top cover, front bezel, and heat sink were found to have several scratches; otherwise, the unit was in good condition. The erbe was tested using the system, and upon powering on the unit, an error c-34 was displayed, indicating that the high frequency (hf) voltage was too low in the on state. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the generator had c-34 error occurred repeatedly and rebooted the generator, but the issue persisted. The site decided to use force triad for monopolar energy and continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the ports were placed when issue was identified. The system functionality was checked upon powering on the system. The procedure was completed robotically with 3rd party generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.